Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the device switched off too early. The super capacitors were found out of electrical specification. Analysis also found the battery drawer and bail covers were broken and the ring was bent.

Event description:
It was reported the epg (external pulse generator) failed directly from the change of the battery. The epg was returned for service. No patient complications have been reported as a result of this event.